Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported while performing extracorporeal membrane oxygenation (ECMO) in the neonatal intensive care unit (nicu), the listed device was in use when the stopcock came apart at the handle and air entered the circuit. The "faulty products" were replaced to remedy the issue. Some blood loss occurred, but it is unknown how much. No permanent patient harm occurred.